Manufacturer narrative:
Received one trs100sb2 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the shaft is bent at the tip. The retrieval bag was not returned with the device. Root cause cannot be determined, however, based upon evaluation of the device and IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised that only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the trs100sb2, anchor tissue retrieval system device was being used in a lap appy procedure on (B)(6) 2024, and "the bag breaks". The procedure was completed without the use of an alternate device and with a delay of 5 minutes. Further assessment found that the "bag detached from device improperly" while inside the surgical site. The bag did not fragment; the specimen did not fall out of the bag, and was ¿pulled out¿. There was no injury, medical/surgical intervention or extended hospitalization required for the patient, and the patient's current status is "fine". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A customer reported that the trs100sb2, anchor tissue retrieval system device was being used in a lap appy procedure on (B)(6) 2024, and "the bag breaks". The procedure was completed without the use of an alternate device and with a delay of 5 minutes. Further assessment found that the "bag detached from device improperly" while inside the surgical site. The bag did not fragment; the specimen did not fall out of the bag, and was ¿pulled out¿. There was no injury, medical/surgical intervention or extended hospitalization required for the patient, and the patient's current status is "fine". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.